Manufacturer narrative:
A manufacturing record review was performed. There were no associated deviations or nonconformity reports. The review of the materials/process manufacturing instructions revealed that the product was manufactured as required. No deviations or assignable cause were identified for the reported event. The product was manufactured according to the specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was implanted (B)(6) 2009, the exact date unknown thus (B)(6) 2009 has been entered. To date, the intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2009. The doctor observed plenty of white dots on the anterior and posterior of the optic part of the lens. The white dots appeared from 2012 to 2014. The doctor performed a yag laser procedure to remove the white dots; however, the yag laser did not work for them. No visual acuity problem so far for the patient. Therefore there are no plans for explant of the lens. No patient injury was reported. No further information was provided.